Event description:
The customer reported that she was passing the door and the infusion set got caught and pulled out. The caller stated that he had four low episodes in the past month and the paramedics were called. She stated that her daughter found her and called the paramedics; she was treated with and insulin drip. The customer mentioned being in contact with her endocrinologist, who had changed the settings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.